Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that prior to an endoscopic right colectomy, before use on the patient, the packaging was broken. Another like product was used to complete the procedure. There is no report on the patient¿s injury.

Manufacturer narrative:
(B)(4). Date sent: 11/08/2017. D4: batch # p9220n. D4: lot # p4re4t, p4rf6t, p4rh13, p4rh7c. H10: corrected data: d4 catalog: ctb5lt to ctb12lt. Device analysis: the analysis results found that a ctb12lt device was returned outside its original package. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.

Manufacturer narrative:
(B)(4). Date sent: 12/04/2017. Per photographic evaluation: upon visual inspection of the picture, the stopcock appears to be separated form the sleeve. Refer to physical analysis for details on investigation.